Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited there might have foreign materials inside the scope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b1, d5, e1, e2, e3, g2 (remove user facility), g3 and h6. Additional information added to field h3, h4 and h6. E4 should be blank it was marked unintentionally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, white foreign material was in air water channel and cylinder. The material may not have been removed because reprocessing could not be conducted properly due to leakage at the scope cover and biopsy channel. We could not identify the foreign material. The instruction manual states the detection method associated with the event in " gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.